Event description:
On (B)(6) 2012, customer reported that reagent probe b leaked on the dxc 800 pro instrument. Customer stated that the instrument also experienced an alanine aminotransferase result of suppressed blank absorbance low, and noted that the leak dripped onto the drip tray. The leak was determined to be wash concentrate. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the t-valve, a/b valve and wash collar were previously replaced. Fse checked the fittings and replaced the wash collar vacuum valve and this improved the vacuum, which resolved the leak. Fse also removed and replaced the wash/vacuum probe assembly due to insufficient wash volume, and this repair was not connected to the leak. No further issues were reported.

Manufacturer narrative:
(B)(4).